Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to an infection. Upon completion of the operation, the patient was noted to be progressively hypotensive and bradycardic, and there was a concern for pericardial effusion. A subxiphoid pericardial window was created and the pericardial fluid was evacuated. The patient¿s hemodynamics continued to stagger, and imaging revealed acute right ventricular (rv) dysfunction. The subxiphoid window was converted to median sternotomy with mediastinal exploration. A pericardial well was created, and the patient¿s cardiac performance was poor as the heart distended with poor pulsatility. Heparin was administered and the patient was placed on cardiopulmonary bypass. It was noted that the patient¿s left lung was not ventilating and the patient had hypoxia. A bronchoscopy was performed, and the mucous plug seen in the bronchus was suctioned and cleared out. In addition, the patient had right pleural effusion that was drained. A temporary pacing wire was placed into the rv, and the patient was weaned from bypass. Protamine was given to reverse the heparin and chest tubes were placed in the mediastinum and bilateral pleural space. The sternum was closed, and the patient was transferred to the intensive care unit (ICU) postoperatively. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.